Event description:
The event is reported as: customer alleges: the catheter has separated without external influence on the funnel. The catheter was already in the pt when it cracked or divided. The catheter was then removed and it was no longer necessary to place a new one. No pt injury was reported. Pt current condition is fine. Additional info has been requested.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.